Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. A systems check with tandem technical support verified the pump was functioning as intended. Due to past occlusion issues a replacement pump was sent to resolve the issue.